Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "power supply separated at wall receptacle leaving prongs plugged into wall and exposing wires and circuit board inside brick assembly. Nurse received shock when removing plug from wall. Cover for wall plug came apart and nurse contacted wires still connected to 120 volts ac. Shock travelled up nurses arm. Delay in therapy: no, need for medical intervention: no, patient involvement: no, human harm: no".

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from canada: disassembly of power supply.